Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Due to wear of the post on the keel punches, the keel punch impactor handle slips and loosens during surgery. It gets difficult to remove the keel punch when finished preparing tibia.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.